Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting to confirm the reported issue. The fse provided part number for the backlight inverter, user interface (ui) assembly and discussed installation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the display is very dim, but readable. There was no patient involvement.